Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a 280mm in length from the lsa to celiac type b aortic dissection. It was reported during the index procedure, vamc2622c150tj was successfully deployed in the descending thoracic aorta without compli cation. Vamc3030c200tj, was then deployed stacked with planned partial coverage of the left subclavian artery (lsa). After deployment, angiography was performed via a pigtail catheter inserted from the lsa confirmed that vamc3030c200tj was deployed almost covering the lsa. When attempting to connect at this point, the stent was displaced approximately 5¿10 mm distally. To address this, vamf3030c150tj was deployed proximally. Final angiography confirmed no endoleak, and the procedure was completed successfully. Per the physician the cause was user error with a comment that ''attempting to lower and align it all at once may have caused it to be carried away more than expected''.no additional clinical sequelae were reported, and the patient is fine.